Manufacturer narrative:
Investigation confirmed that there was no system malfunction found. The root cause was user technique. Existing mitigations sufficiently reduce risk to health. This issue does not pose a risk to health and there are no new safety concerns associated with this issue.

Event description:
It was reported that the right l4 screw was not placed according to plan. The screw was removed and replaced in the proper position.